Event description:
On 04/20/2022, it was reported by a sales representative via sems that an ar-6485 synergy cw4 arthroscopy pump had an issue. The pressure was misread, and too much fluid was delivered. This was discovered during use with no impact to the patient. Additional information has been requested. On 04/26/2022, the sales representative provided the following information via email: this event occurred during a knee arthroscopy procedure, arthrex tubing was used with the pump, no extravasation occurred and the complaint pump was used to complete the procedure. The sales representative also stated that day over the phone that both tubing systems were discarded by the facility after the procedure.